Event description:
Drilled down, inserted anchor and when they went to tie the suture, the suture pulled right thru the eyelet breaking the eyelet. Proper alignment maintained. He did not see that excessive force was being used during insertion. The anchor was tapped with mallet. The bone quality appeared to be good. Surgeon also mentioned that the suture/eyelet interface did not fail until knots were being tied. The anchors are still in the pt; they buried in the glenoid. They were left in the pt and sutures were thrown aways.

Manufacturer narrative:
Device is not being returned for eval. (B) (4).